Event description:
- -

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
- -

Event description:
- -

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range shock impedance measurements. A revision procedure was performed. During the surgery, a visual inspection revealed the distal lead connection was loose. The lead was removed, cleaned and reinserted. Acceptable measurements were obtained post procedure. No adverse patient effects were reported.